Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported that post spaceoar placement procedure, the patient reached out with the physician because he had rectal pain, the physician prescribed him with antibiotics and ibuprofen, the patient stated that the symptoms improved, however the patient was admitted to the hospital with rectal bleeding and pain. The patient was admitted to hospital to remove the fluid from the abscess. The patient has been discharged from hospital, but the issue was report as ongoing.